Event description:
It was reported to philips that tempus pro - bad v3 lead. When the tech wiggles the ECG connector on the tempus pro device while connected to the pro-sim 8, the qrs disappears with lines all over the tempus pro screen. The customer has tried other cables but the issue was always present which indicates the issue is with the device. After troubleshooting the issue appears to be the ECG connector. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.